Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found a damaged downstream occlusion (dso) seal. Functional test was performed and found a defective latch sensor. The primary problem was replicated. The latch sensor and dso seal were replaced.

Event description:
It was reported that device was returned for repair. It was reported that the there was a latch/lock problem. There was unknown patient involvement. Device evaluation found a damaged downstream occlusion (dso) seal and a defective latch sensor.